Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy for supra ventricular tachycardia (svt) when rate was fast and the varying programmed logic intervals detected by the implantable cardioverter defibrillator (ICD) device allowed for therapy to be delivered. The device remains in use. No further patient complications have been reported as a result of this event.